Event description:
The customer reported that half of the display was dark when doing fluoroscopy rendering the images, and the system, unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was identified as requiring replacement. The customer has decided to procure and replace the monitor themselves.